Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced six infusion set cannula issue event on (B)(6) 2025. It was reported that cannula housing fell off the infusion set leaving the adhesive still on body with out the tubing catching on anything. The infusion set was in use for twenty-four to fourty-eight hours. The patient replaced infusion sets and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 6. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag the trips and alerts according to the omqr procedure.